Event description:
It was reported that during an iliac artery stenting treatment procedure, premature stent deployment and migration occurred. While placing the stent on the guidewire, spontaneous deployment of the stent occurred. The stent migrated to the iliac artery and then to the femoral artery. Subsequently, surgical intervention and ablation of the stent was performed following access via the femoral tripod. The procedure was not completed due to this event. Add'l info regarding this event has been requested. This prod is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Device analysis: the device has not been rec'd for analysis as of the date of this report. If any add'l relevant info is rec'd, a supplemental MDR will be submitted.